Event description:
The customer reported that he was hospitalized with a low blood glucose of 15 mg/dl. The customer stated that he was driving, and was able to stop the car on his own prior to the event. The customer stated that he may have over bolused earlier. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer did not have the reservoir in the insulin pump at the time of the call. Therefore troubleshooting could not be conducted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.